Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd bactec¿ mgit¿ 960 system a false negative result was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from portuguese to english: false negative culture result.

Event description:
It was reported that during use with bd bactec¿ mgit¿ 960 system a false negative result was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from portuguese to english: false negative culture result.

Manufacturer narrative:
Additional information was provided indicating that the false results happened with control samples and not clinical patient samples. There was no report of serious injury, medical intervention, or reportable device malfunction. The previous MFR report should be considered cancelled.